Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer passed away in a hospital. The customer was hospitalized on (B)(6) 2016 the caller stated that the customer was fine the night before passing, on (B)(6) 2016; she woke up in the morning with blood glucose of 600 mg/dl, which would not read on the meter, so, the caller gave the customer a shot and the customer went back to lay down. The customer did not sleep well due to back surgeries. The caller went back to check on the customer around 9:30; she was cold and clammy. The paramedics were called, revived the customer and transported her to a hospital in a helicopter. The cause of death was cardiac arrest. The customer was wearing the insulin pump at the time of death; when the paramedics got to the customer's house, they took the insulin pump of. The caller stated that the insulin pump was functioning properly. The customer was not using sensors. The caller agreed to return the insulin pump for analysis. The battery had been removed from the insulin pump.